Event description:
The patient underwent successful stenting in the petrious section of the left internal carotid artery (ica). However, the patient suffered "hyperfusion syndrome" resulting in a in an ischemic stroke in the territory of the treated vessel. Medication was administered to treat the bleed, and the patient's condition is listed as ongoing.

Event description:
The patient underwent successful stenting in the petrious section of the left internal carotid artery (ica). However, the patient suffered "hyperfusion syndrome" resulting in a subarachnoid hemmorhage in the territory of the treated vessel. Medication was administered to treat the bleed, and the patient's condition is listed as ongoing.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Subarachnoid hemorrhage (sah) is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use.

Event description:
The patient underwent successful stenting in the petrious section of the left internal carotid artery (ica). However, the patient suffered "hyperfusion syndrome" resulting in a subarachnoid hemmorhage in the territory of the treated vessel. Medication was administered to treat the bleed, and the patient's condition is listed as ongoing.